Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the device. No intervention has been performed. The patient is stable and will continued to be monitored.